Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level of 229 - 600 mg/dl. A manual correction injection was given to address bg. Customer changed the pump supplies and resumed insulin delivery. It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared.